Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿the patient did not wash up hands¿ to perform pd therapy. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an unspecified intraperitoneal anti-inflammatory drug (dose, frequency and duration was not reported). At the time of this report, the patient remained hospitalized and was not recovered from the event. It was not reported if dianeal therapies were ongoing. No additional information is available.